Event description:
Boston scientific crm received information that this device detected intermittent high out of range pacing impedance values on a competitor's right ventricular lead. The patient was brought into the clinic and attempts to recreate the varying impedances were unsuccessful. A review of the stored episodes did not identify any noise however there was one episode of farfield oversensing of ventricular activity on the atrial channel. The local area representative noted they will reprogram the device to resolve. A boston scientific technical services consultant recommended more aggressive isometrics to provoke impedances and if that is unsuccessful to monitor the patient. New information received indicates that this device was implanted subpectorally and is also is included in the subpectoral implant 2009 advisory initially communicated on 12/01/09. The device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals. This may have contributed to the clinical observations.